Event description:
The customer observed a false positive result generated with the architect cmv igg assay. An initial result of "(B)(6)" was generated. The patient in question had tested negative in the past. The customer recentrifuged the serum sample and retested with a result of (B)(6). A plasma sample from this same patient was then tested and generated a result of (B)(6). No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The sample probe on the architect i2000 analyzer was replaced by the customer and calibrated to resolve the issue. Precision was within specifications after replacing the probe. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (96211-112) contains information to address the customer's current issue. No other instrument issues were identified that may have contributed to the current complaint. Based upon the available information, a deficiency of the system was not identified.